Event description:
Patient reported right side "pain", "rupture" per diagnostic testing, and "fever." Patient also reported events of ¿tachycardia¿, "depression¿, "hair loss¿, "transient ischemia¿, and "asia syndrome¿ which are not device related. Later, a healthcare professional reported "they are generating edemas in patient¿s body", "patient is concerned", and "irritation and numbness". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, e.1, g.2, h.6 visual analysis of the photographs identified: varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Fever: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Cardiac complication-ndr: unable to confirm as it is a medical event not related to the device. Depression-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Ischemia-ndr: unable to confirm as it is a medical event not related to the device. Autoimmune/connective tissue disorders-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "tachycardia, depression, hair loss, pain, transient ischemia", "asia syndrome", right side "rupture" via MRI and ultrasound, and "fever." Later, a healthcare professional reported "they are generating edemas in patient¿s body" and "patient is concerned", and "irritation and numbness." The device remains implanted. The events of tachycardia, depression, hair loss, pain, transient ischemia, asia syndrome, they are generating edemas in patient¿s body, patient is concerned, irritation and numbness, were considered non device related.